Manufacturer narrative:
(B)(6).

Event description:
It was reported that a balloon rupture occurred. The 75% stenosed target lesion was located in a shunt vessel. A 6.00mmx2.0cmx90cm peripheral cutting balloon was selected for use. During procedure, the balloon ruptured upon second inflation at 8 atmospheres. The device was removed from the patient's body using the normal method and the procedure was completed with another of the same device. No complications were reported and there was no problem with the patient condition after the procedure.